Event description:
Further follow up with the physician confirmed that there is no clear assessment on the cause of the lead extrusion; however, the physician believes that it may be related to a fall. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the reported infection and lead extrusion are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the patient's neurologist that the patient had their vns generator and leads removed due to an infection. Further follow up with the physician confirmed that the infection presented on both the generator and the lead. The physician informed that they are unsure what caused the infection, but noted that it may possibly be due to an extruded contaminated wire. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.